Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm; there was also one air bubble noted. There was no patient, or clinician injury associated with this occurrence.